Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one month after implant, the left ventricular (lv) lead was found dislodged. During the second procedure, the lv lead could not cross a competitor guidewire. The lead was explanted and replaced. No patient complications have been reported as a result of this event.